Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional reported that the implantable neurostimulator (ins) was replaced because, it was hard to charge and causing shocking sensations. The patient was seen by the manufacturer representative for troubleshooting. The cause of the event remains unknown; it was noted that there was some brownish discoloration on the leads (see manufacturer's report # 3007566237-2015-02237). It was further reported by the healthcare professional that there were no issues to date post-surgery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Upon further review, (B)(4) also apply to this event.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37714, serial # unknown, product type implantable neurostimulator; product ID 8840, serial # unknown, product type programmer, physician; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
The company representative (rep) reported that the patient experienced jolting sensations at the battery site. The device was implanted for complex regional pain syndrome type ii and spinal pain. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.